Manufacturer narrative:
The device was returned in a holder tray inside a plastic bag. The light path was still intact. Examination of the probe indicated that it had been used given the presence of some surgical debris. Both the laser fiber and the illumination fiber looked okay. Further evaluation indicated the needle was broken. The slide mechanism could not be actuated because of the broken needle. The fibers were not melted, and a gap between the front-end fibers was not completely filled in. Testing the laser probe found the laser output to be within specifications and the image to be good. The illumination output was found to be low. The unit was then tested on a stellaris system. The laser was set at 500mw and 1 second, and a reading of 0.451 joules was obtained, which was above the minimum 0.400 joules required. The laser probe performed within operating specifications. The reported problem could not be replicated. Corrective action will be pursued through working with the customer to prevent any additional occurrences.

Manufacturer narrative:
The device lot m0025234 of 25ga directional laser probe ii¿s consisted of (B)(4) pieces, produced by vs1, which was 100% inspected by quality control prior to being released on 28aug2019. The final inspection includes a functional check of the laser output and image, as well as the illumination output and image. There was no indication of a problem with laser output or image in the device history record. There were no nonconformances for this issue reported during the manufacture of this lot. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Further investigation pending device return.

Event description:
The user facility in (B)(6) reported the laser was firing however it did not treat. The surgeon gradually increased the intensity from 250mw and stopped at 1000mw, which caused pain to the patient. The patient was additionally anesthetized; the pain due to the laser intensity was severe enough. The patient was moving their eye during the operation due to the pain. The operation ceased, the device was exchanged and surgery continued. In addition it was reported that the wheel that expends the fiber did not work. Additional information regarding patient impact and outcome has been requested.